Manufacturer narrative:
The intraocular lens (iol) was not returned at the manufacturing site for evaluation. Therefore, malfunction could not be determined. The manufacturing records were reviewed. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. A search revealed that no additional complaints for this order number have been received. During manufacturing process, any defects on lenses and lens haptics not meeting inspection criteria are rejected. The directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Based on review, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
During the implantation of a za9003 21.0 diopter intraocular lens (iol), the haptic punctured the capsular bag and the lens had to be cut out and removed. No additional information was provided.